Event description:
It was reported that during the implant procedure, it was not possible to program a bipolar detection or a bipolar stimulation configuration. The device was explanted and replaced on (B)(6). The patients condition was good post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that as per the product manual, the diameter of the lead was not compatible with the pulse generator. The reported bipolar program settings were not available with the 5157 m/s model.